Manufacturer narrative:
This report is submitted august 1, 2018.

Event description:
Per the clinic, the patient experienced magnet dislodgement during a MRI (1.5 tesla). Surgery to reposition the magnet was completed (date not reported). The implanted device remains.